Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of a hole in the tubing was confirmed. Visual inspection showed a tear near the upper blue fitment above the flo-stop clamp as reported by the customer. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified. Lot 12029157 originally reported on medwatch by the customer does not correlate with smartsite laser number. The smartsite laser number indicates this set was built between (B)(6) 2010. The expiration date would be 12/01/2013.

Event description:
Customer reported tubing was being used for an amiodarone drip. Medication infused for approx 3 hours then suddenly fluid started running out of the pump. A hole was discovered in the tubing just above the blue clamp. Tubing was replaced and pt was not harmed.